Event description:
It was reported that this patient presented to the emergency room (ER) reporting that this pacemaker system was malfunctioning. Technical services (ts) analyzed device episode data and found that there was noise on the right ventricular (rv) lead channel. It was also observed that there was a lead safety switch (lss) due to rv pacing impedance measurements greater than 3000 ohms. This resulted in a switch to unipolar configuration as well as myopotential noise and oversensing. Patient is not rv pacing dependent. Health care professional (hcp) noted that this patient underwent a lead revision shortly after implant. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to the emergency room (ER) reporting that this pacemaker system was malfunctioning. Technical services (ts) analyzed device episode data and found that there was noise on the right ventricular (rv) lead channel. It was also observed that there was a lead safety switch (lss) due to rv pacing impedance measurements greater than 3000 ohms. This resulted in a switch to unipolar configuration as well as myopotential noise and oversensing. Patient is not rv pacing dependent. Health care professional (hcp) noted that this patient underwent a lead revision shortly after implant. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.